Event description:
The product analysis lab (pal) determined the hc machine system failed rite (returned instrument test/evaluation) testing due to rite - ground bond failed performance spec: measurement was 0.123 ohm, specifications are 0.001 - 0.100 ohm. Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test. The ground bond verification measurement was 0.123 ohm (low limit: 0.001 high limit: 0.100). External/internal inspection was performed and passed. The hc powered up properly and no errors occurred. Performed continuity test between power entry module (pem) ground and door post and resistance went from 0.601 to 0.012 ohms when the screw was completely tightened. The loose door post caused a poor connection between the pem ground and door post resulting in the ground bond failure. Assignable cause for the rite failure of ground bond failure was determined to be caused by a loose door post set screw. Scrap door post. Device was sent to servicing. Baxter will continue to monitor similar reports to determine if further actions are required.